Event description:
Have used dexcom continuous blood glucose monitor for years. Notice variation between lots of adhesive employed by the manufacturer to maintain the insert securely to the skin. Develop nasty, raised, red inflammation at interface between skin and adhesive patch within hours of insertion with some lots and do not have any irritation for entire seven days of wear with others. Manufacturer claims that it does not control for variations in adhesive formulation. I have contacted dexcom several times and was denied access to any personnel who might be involved with regulatory matters or with purchasing or manufacturing. The reception center that answers calls claims that there is no regulatory compliance officer in the organization and the sales personnel who process orders make the same claim. The specific product is described on shipping labels as "cgms dexcom g4 plat sensor 4" application of a prescription strength cortisone cream is required to alleviate the irritation and the cortisol absorption plays havoc with my blood glucose control, making a difficult situation even more difficult. This device has, however, been a lifesaver for me and there is not an affordable replacement product.